Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement over 500mg/dl with large ketones and felt lethargic. The patient reportedly was treated in the emergency room by the heath care provider. Troubleshooting by animas customer technical support revealed the following: the basal delivery totals in the total daily dose reportedly did not match the active basal program total. Basal rate adjustments were reportedly made. No known cause for the variation was indicated. It was noted that the basal history matched the active basal program settings. This complaint is being reported because the patient experienced a hyperglycemic event due to the pump not performing as intended with regards to the history or the settings which may have resulted in an under-delivery.